Event description:
Per the field clinical specialist (fcs), during a tpvr procedure using a 23mm sapien 3 valve via jugular approach, the valve was explanted surgically due to malposition during deployment, utilized during pre-valve testing. Access was complicated using the 20mm conduit/graft measuring 21-23mm with a 25 x 3 sizing balloon. The right femoral vein (rfv) was injured with dilation of a 22fr dilator, and a covered stent was placed to seal the leak. The next access approach was the left internal jugular, the same 22fr dilator used and felt very tight. Ultimately a 23mm s3 advanced through 14fr esheath and was uncomplicated. The valve was positioned across the homograft annulus and an injection during partial inflation appeared to be in good position. However, towards the end of deployment, the balloon and valve slid ventricular, and the valve was ultimately expanded and seated in the right ventricular outflow tract (rvot). The patient was hemodynamically stable, so the delivery system and wire were left in position across the valve to secure in place while the or was prepared. The valve was removed and scraped by the hospital team and a new homograft was implanted. The patient left the or and is stable/ recovering.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.